Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with low blood glucose. The customer's blood glucose was 30 mg/dl at the time of incident. The customer reported they were driving at the time of the low blood glucose event. The customer stated they were transported to the hospital and given a glucagon shot for treatment. The customer also reported the sensor glucose and blood glucose readings were off. The customer reported 40 point differences in their readings. The customer's blood glucose would be 226 mg/dl and their sensor glucose would be 191 mg/dl. The customer declined to return the insulin pump for analysis.